Event description:
Information received by medtronic indicated insulin pump had cracked buttons. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged cosmetic damage located at the keypad overlay found on (B)(6) 2021. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found a crack on the u6 chip. The following were noted during visual inspection: cracked overlay, pillowing overlay, scratched overlay and cracked lcd window. Customer returned pump due to a crack in the keypad overlay. Cracked overlay confirmed during visual inspection. Blank display due to cracked u6 chip. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.